Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was cracking downstream occlusion (dso) seal / damaged battery compartment lid gasket. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. During the functional testing, the customer reported issue was not confirmed. Upon further investigation found that the software was out of date, the downstream occlusion seal was cracked, and the battery door gasket was split. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.

Event description:
It was reported that during infusion the pump said it was done delivery even though there was medication still in the disposable. There was a delay in therapy. There was patient involvement, and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.